Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 was failed and showed as device not detected on bus. A field service engineer (fse) powered down the station and inspected the back of the drawers, found no cuts, breaks, or loose connections. The fse then reseated all cables for both drawers, powered the station back on, and thoroughly tested the drawer using the hardware test application successfully. No further issues reported. The fse also had the customer recover the dresser and verify drawer functionality; and confirmed all worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.